Event description:
It was reported that during installation of tubing and conducting self-checks on the hemodialysis machine, there was "dialysis fluid flowing out from the surface of the dialysis filter" due to the cracks in the housing of a polyflux 140h. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.